Event description:
It was reported the patient had surgery to explant their neurostimulator and tined lead due to infection. The patient experienced a rash, redness, swelling, and drainage around the incision site post-implant. The patient had their incision site evaluated and the physician suspected an infection occurred. The patient also had an antibiotic treatment. The patient stated they are recovering well and thinks their rash is healing and getting smaller. The physician told the patient the infection is not growing anymore per the cultures.

Manufacturer narrative:
Block d4: UDI for concomitant product, tined lead: (B)(4). Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegation relates to infection, purulent discharge, rash, swelling, and redness which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient had surgery to explant their neurostimulator and tined lead due to infection. The patient experienced a rash, redness, swelling, and drainage around the incision site post-implant. The patient had their incision site evaluated and the physician suspected an infection occurred. The patient also had an antibiotic treatment. The patient stated they are recovering well and thinks their rash is healing and getting smaller. The physician told the patient the infection is not growing anymore per the cultures.